Event description:
Reportedly, during the follow-up on (B)(6) 2019, the delivery of several inappropriate atp and shock therapies due to t wave oversensing was observed. The patient was hospitalized as a result.

Manufacturer narrative:
Preliminary analysis confirmed ventricular t-wave noise. It probably resulted from the patient's physiology and/or a ventricular lead positioning issue.

Event description:
Reportedly, during the follow-up on (B)(6) 2019, the delivery of several inappropriate atp and shock therapies due to t wave oversensing was observed. The patient was hospitalized as a result.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up on (B)(6)2019 , the delivery of several inappropriate atp and shock therapies due to t wave oversensing was observed. The patient was hospitalized as a result.